Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had an MRI on saturday ((B)(6) 2023) and they verified that the machine was compatible with MRI as they have had MRI's "many times". The patient said that the MRI was "12 minutes long" and they did not feel any tugging or pain during the MRI. When patient tried to turn their therapy back on and they are seeing a message on their patient app that the system is "running at maximum settings". Patient said the settings showing were not the same as they had been at previously and patient got same message when trying different programs. Walked the patient through connecting to their settings and the patient was seeing the same message. Patient confirmed that their implant battery charged. The patient turned their therapy off and tried to turn it back on but they were still seeing the maximum settings message. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.